Manufacturer narrative:
It was reported that blue string was broken, inner covered portion was removed but outer cage remained, and esophageal tissue was damaged under the removal process. It was confirmed from the DHR that device had been manufactured with no significant issue and passed all the inspections successfully. Esophageal structure where stent implanted is the part with active peristalsis. Eaxxxxfd is manufactured as double type, and it is made of inner stent (full covered) and outer stent (uncovered). In the outer stent case, it is manufactured by the "uncovered" method, so the tissue might be in-growth on the stent cell. Also, it is possible that the connection between inner stent and outer stent was weakened by food or body fluids. However, it is hard to identify the exact root cause since it is difficult to reconstruct the situation at the time of procedure, and the device was not returned. Based on the description, which was written that "when stent removal was attempted, surgeon grasped blue string, but string broke.", it is considered that the string was detached by excessively tensile force because the surgeon tried to remove the stent in state of that the esophageal tissue was ingrowth on the outer stent. In addition, based on the description, which was written that "when stent was grasped, inner covered portion was removed but outer cage remained in situ", and "outer cage was eventually removed with much difficulty but esophageal tissue was damaged", it is considered that after detached the removal string, in order to remove the stent, the stent body was caught and tried to remove, however, the connection part between inner and outer stent was weakened due to food or body fluids, resulted in only stent body (inner) was removed. And outer cage stent (outer) was difficulty removed, resulted in damage on the esophageal tissue in the end. It is stated on user's manual as follow. 5. Warnings - fully covered stent may be removed within 8 weeks. Stent removal shall be performed by a doctor according to the etiology of the benign stricture and the patient's conditions. 12. Instructions for removal of niti-s full covered stent visually examine the stent for any tumor in-growth/over-growth into the stent lumen or whether the stent is occluded. If the stent lumen is clear, carefully removed using a forcep and/or snare. Grasp the retrieval string and/or collapse the proximal end of the stent then carefully retrieve the stent. If the stent cannot be easily withdrawn, do not remove the stent. Caution : do not allow excessive force to remove the stent as it may cause disconnect to the retrieval string. This complaint is hard to identify the exact cause, but it is assumed that it has occurred due to the user's over-removal. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analysis.

Event description:
When stent removal was attempted, surgeon grasped blue string, but string broke. When stent was grasped, inner covered portion was removed but outer cage remained in situ. Surgeon then grasped outer cage to remove. Outer cage was eventually removed with much difficulty but esophageal tissue was damaged.